Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported a qc failure with an atcc organism (streptococcus pneumoniae) for levofloxacin and erythromycin when tested with the vitek 2 ast-st01 test kit. The levofloxacin mic was out of range low (<=0.25) when the expected result was 0.5 - 2. The erythromycin mic was out of range high (0.25), expected result unknown (not disclosed by the customer). There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. As the customer did not comply with biomérieux's request for organism and/or raw data submittal, further investigational testing is not possible. A review of the manufacturing batch records indicates vitek® 2 ast-st01 lot 540366720 passed qc performance testing. There were no issues observed with levofloxacin or erythromycin. Based on the investigation activities, the vitek® 2 ast-st01 card is performing in accordance with specifications.